Event description:
It was reported that a half day infusor was observed with particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from april 29, 2014 to may 1, 2014. Evaluation summary: the device was received for evaluation. Both visual and microscopic inspections were performed and showed no defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.